Event description:
Additional information received from the consumer reported that the circumstances that led to the redness, rash with bumps, warmth to the touch, and itching near the implant site was something they put on the patient's skin before implant. The redness was still red, but everything else was good.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0xygm, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a reaction at the implantable neurostimulator (ins) area. Allergy was not confirmed and the triage nurse told the patient to apply cortisone cream and today recommended to start putting on antibiotic ointment. The patient had only talked on the phone with the nurse and they had not visually examined the site. The patient had redness, rash with bumps, itching, and the above and below the ins site was warm to the touch. This was due to a sudden change in symptoms after implant on (B)(6) 2015. The patient would have a follow-up appointment with their health care provider (hcp) on (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.